Event description:
Event description cpi received information that this implantable pulse generator (ipg), at implant, would not pace until inserted into the pocket. Two bipolar epicardial leads were implanted in the patient with a bipolar adapter.